Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the reported issue and performed extended self tests (est), which resolved the reported issue.

Event description:
It was reported that the ventilator entered an inoperative condition. The ventilator was not in patient use at the time of the event.